Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black stuff inside the mask area, strange odor & thermal issue. Patient also alleged cough, difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging alleged visualization of black stuff inside the mask area, strange odor & thermal issue.patient also alleged cough, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found a heavy unknown dust/dirt contaminate present at the air inlet where the filter would be and at the iso port entrance. They also found an unknown residue present in grooves of front panel and splattered on sides of unit. An internal inspection of the device was completed by the manufacturer and found unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is heavy unknown dirt and fiber contamination present throughout blower housing and blower motor. They also found a keratin-like substance around the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that there was presence of dirt contamination in airpath and no evidence of sound abatement foam degradation found within the device. Section h6 updated in this report.